Event description:
The pt ate breakfast and took insulin as normal. Their blood glucose was 195 mg/dl on the suspect device. Four hours later pt experienced hypoglycemic symptoms and pt called the ambulance. Pt also used another suspect device to retest their glucose and the result was 190 mg/dl. When the paramedics arrived they checked pt's glucose at 29 mg/dl. Pt was treated with an unknown IV. Controls were not used on the system. The suspect devices were replaced with new product and then authorized for return to the MFR for eval.